Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a removal of asr cup/head/spacer. Metallosis, taper corrosion present. Doi: unknown; dor: (B)(6) 2020; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. H10 additional narrative: added: a3, b5, d6a, d10, g2, h6 (clinical and impact codes) corrected: a1, d1, d2a, d4 (catalog), e1, e2, e3. E3 initial reporter occupation: lawyer.

Event description:
In addition to what were previously alleged, litigation alleges that the cup eventually detached, disconnected, created metallic debris and/or loosened from plaintiff's acetabulum, caused severe pain and inhibited ability to walk. Doi: (B)(6), 2006. Dor: (B)(6) 2020. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.